Event description:
Covidien received info stating that the upper graphic user interface (gui) display had erratic colors while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.